Event description:
It was reported that the surgeon used a stryker axsos product 703585. After x-rays it was found that the product was left in the patient. The patient is not affected.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on supplemental report. (B)(4): device remains implanted.

Event description:
It was reported that the surgeon used a stryker axsos product 703585. After x-rays it was found that the product was left in the patient. The patient is not affected.

Manufacturer narrative:
Evaluation summary: the reported incident could be confirmed, since the returned device matches the reported failure. The customer informed stryker that he did not plan to revise to remove the broken part of the instrument. Based on investigation results, this case could be classified as user-related. Please note the current op tech recommend to use the drill bits as single use devices. Indications for any material, manufacturing or design related problems were not determined in the investigation.